Event description:
It was reported that a wireless battery module has "water damage." It was also reported that there was no pt incident.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and evaluated. Eval paired the wireless battery module with a known good spectrum pump which found the module's wireless connection capabilities inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion which caused the components to fail, rendering the unit irreparable due to mac address assigned as product serial number. The device has been retired from svc.